Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing found that the device exhibited error code "41100" on power up when the batteries were inserted. The investigation determined that a faulty microprocessing unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that, a smiths medical cadd solis vip pump exhibited error 41100. No adverse effects were reported.